Event description:
The customer reported that pump serial number (B)(4) has system error 322 alarms while on a pt in cpcu care area. There was no pt injury. No further info was available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for eval. At this time the eval is not complete. A supplemental will be submitted once the investigation is complete.